Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds. It was noted that thresholds have increased since implant. Additionally, sensing is good with r wave measurements and shock lead impedances is reasonable. Subsequently, this rv lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The lead was returned in two segments and was severed at approximately 7.5cm from the terminal end. A thorough evaluation of the lead was performed which included electrical continuity testing that passed indicating conductors are intact. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds. It was noted that thresholds have increased since implant. Additionally, sensing is good with r wave measurements and shock lead impedances is reasonable. Subsequently, this rv lead was explanted and replaced successfully. No additional adverse patient effects were reported.